Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va04z6f, product type: lead. Product ID: 3387s-40, lot# v a04z6f, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is alzheimer's disease had experienced seizure like episodes starting on (B)(6) 2015. It was unknown if the seizure like episodes were related to the study. Corrective action included a medication addition, discontinuation or dosage change. The event was resolved.

Event description:
The suspected cause was unknown.